Event description:
Blood backup in intravenous causing clotting of peripherally inserted central catheter line reported. The pt was ordered clindamycin 600mg 4 times per day to be given via peripherally inserted central catheter access line. A provider pump was set to run the antibiotic and also set for a keep vien open of 0.5ml/hr. The pt was done in radiology and was "very painful for him". When the tubing was hooked on to the peripherally inserted central catheter line after procedure, he experienced bleedback which was addressed by the staff at that time. The nurses left the anti-siphon valve off the intravenous set. At 11pm the same day the peripherally inserted central catheter line clotted off and required a visit to the ER where it was re-opened with urokinase. The keep view open rate was increased to 1ml/hr, although the pump ran as programmed. Also the pt had reported air in the set below the filter, but the pt had caught all air before it infused. The nurses had also placed an additional filter at the end of the set, so no air entered the pt. The customer does not feel the pump was the problem, and even though it was switched out, they are not returning it. He feels that the customer just has a good access line which allowed the bleedback to occur.